Manufacturer narrative:
Product is not returned as it is still in service. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was repositioned after pocket closure as it exhibited high pacing thresholds due to dislodgement, confirmed by x-ray. This lead remains in service. No additional adverse patient effects.